Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient faced an event of high blood glucose level and diabetic ketoacidosis on 25-aug-2024. Blood glucose level was 490 mg/dl at the time of the event. Patient went to emergency room and later was hospitalized. The duration of hospitalization was few hours. Patient was treated with insulin pens and ivs. Patient was found to be positive for ketones. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: egypt.